Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 39 mg/dl and the cause was not known. Carbohydrates were consumed to address the low bg level. A pump system check was performed and no device issues were identified. Tandem technical support advised the contact to discuss the event with a healthcare provider.